Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements on the right ventricular (rv) lead. The impedances were mostly steady with spikes that went over 125 ohms occasionally. The ICD and rv lead remain in service. No adverse patient effects were reported.